Manufacturer narrative:
The esheath was discarded and not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the sheath shaft resistance with the delivery system could not be confirmed as the device was not returned for evaluation. The exact cause of the sheath shaft resistance with the delivery system could not be determined. A review of manufacturing mitigations supported that the esheath was properly inspected to detect issues related to the reported event. During insertion of the delivery system through the esheath, insertion forces can vary due to several patient factors (access vessel calcification and/or tortuosity, vessel mld) and procedural factors (sub-optimal insertion/placement angle of the sheath into the patient). The minimum required vessel diameter for an 18fr esheath is 6.5mm. The patient¿s vessel mld measured 4.9mm x 5.0mm with moderate calcification and mild tortuosity. In this case, patient factors (less than adequate access vessel mld, moderate calcification), in addition to procedural factors (manipulation of the devices) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint history review revealed that the occurrence rate did not exceed the july 2016 control limits for this trending category. No further action is required at this time.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18fr esheath is 6.5mm. The patient¿s access vessel mld measured 4.9mm x 5.0mm with moderate calcification and mild tortuosity. In this case, the exact cause of the catheter site bleeding and the iliac artery dissection cannot be confirmed. Procedural factors (manipulation of the devices, retroperitoneal approach), in addition to patient factors (less than adequate access vessel mld, moderate calcification) likely contributed this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a tavr procedure, the access site was obtained via the iliac artery under the retroperitoneal approach. Due to the access vessel minimum luminal diameter (mld), the access puncture was performed at a more central site of the iliac artery than at the narrowest site. The access vessel was pre-dilated with a 16fr dilator, an 18fr dilator and a 20fr dilator. An 18fr esheath was then inserted without resistance. Significant resistance was encountered during the insertion of a novaflex+ delivery system. ¿significant¿ bleeding was noted around the esheath and from the ¿gap¿ at the extending portion after the valve had passed through the sheath. Since the alignment length was short, the esheath was withdrawn during valve alignment and an increase in the bleeding was noted. A blood transfusion was given. A 26mm sapien xt valve was successfully positioned and deployed. Following the removal of the esheath, angiography did not show the access site ¿properly¿. The site was visually checked and a dissection was observed at the more central side of the access site. Surgical angioplasty was performed and the detached intima was sutured back into place. After the angioplasty, normal blood flow was observed and the procedure was completed. The access vessel mld measured 4.9mm x 5.0mm with moderate calcification and mild tortuosity reported. The esheath was discarded and was not available for evaluation by edwards lifesciences.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported by our affiliate in (B)(6) and in an article, ¿consideration of tf-tavi cases for access complication¿, presented though the structure club (B)(6) 2018, the patient was discharged on postoperative day (pod) 8. Seven (7) days later (pod15), the patient complained of a stomach ache and was transported to another hospital; however, the patient was sent home. The next day, pod16, the patient passed away at home due to retroperitoneal bleeding. It was reported that the transapical approach was not selected due to the patient¿s pre-existing severe chronic obstructive pulmonary disease (copd). A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury. In this case, the exact cause of the retroperitoneal bleeding cannot be confirmed. Procedural factors (manipulation of the devices, retroperitoneal approach, access vessel dissection, catheter site bleeding), in addition to patient factors (less than adequate access vessel mld, moderate calcification) likely contributed to the reported retroperitoneal bleed on pod15 and the subsequent death on pod16. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: tamenishi, a., uchida, y. (2018). Consideration of tf-tavi cases for access complication. Structure club (B)(6) 2018. Retrieved from: http://structureclub.jp/program2018/.